Manufacturer narrative:
Based on the claim against the product by the customer noting instrument was not moving correctly, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer followed up with the customer who stated the robot was functioning normal. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. This complaint is being reported based on the following conclusion: it was alleged that the instruments and endoscope moved with unintuitive with uncontrolled motions. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon stated the instruments were not moving correctly, and could not control the endoscope. The surgical staff have reinstalled the instrument and restarted the system to resolve the reported issue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse informed the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The instrument was not moving in sync. The instrument moved in an opposite direction. The timing of the instrument was delay and lagged slightly. The device was inspected prior to use. There was no harm to the patient. The nurse stated patient information cannot be provided due to hipaa.